Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration to uterine myometrium") and pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstruation/menorrhagia") and vulvovaginal mycotic infection ("yeast infections"). The patient was treated with surgery (total vaginal hysterectomy and underwent total vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation had resolved and the menorrhagia and vulvovaginal mycotic infection outcome was unknown. The reporter considered menorrhagia, pelvic pain, uterine perforation and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration to uterine myometrium/migration of essure device location of device: uterine myometrium') and pelvic pain ('pelvic pain/pain') in a 36-year-old female patient who had essure (batch no. 624844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included human papilloma virus infection, bleeding menstrual heavy, hypertrophy of uterus, gravida ii and parity. Concurrent conditions included tubal ligation, uterine enlargement, eosinophilia myalgia syndrome, cervical intraepithelial neoplasia ii, irregular menstruation, excessive menstruation, cervical dysplasia, constipation, ovarian cyst and flu. Concomitant products included oral contraceptive nos for birth control as well as dextropropoxyphene napsilate; paracetamol (darvocet-n) from (B)(6) 2007 to (B)(6) 2007 and ibuprofen since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstruation/menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 12 days after insertion of essure. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infections / infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication -yes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and underwent total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, vulvovaginal mycotic infection, vaginal haemorrhage, weight increased, abdominal pain, urinary tract infection, bacterial vaginosis and vulvovaginal candidiasis had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 156lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Mammogram; on (B)(6) 2008: impression: dense breast no secondary signs of malignancy noted.. Smear cervix - on an unknown date: pap 2010 normal.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: f/u 5 and 6 processed together. Reporter was added. Outcome for event bleeding, vaginal mycotic infection and weight gain updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation/migration to uterine myometrium/migration of essure device location of device: uterine myometrium') and pelvic pain ('pelvic pain/pain'). In a 36-year-old female patient who had essure (batch no. 624844), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "patient did not underwent essure confirmation test". The patient's medical history included: human papilloma virus infection, bleeding menstrual heavy, hypertrophy of uterus, gravida ii and parity 2. Concurrent conditions included: tubal ligation, uterine enlargement, eosinophilia myalgia syndrome, cervical intraepithelial neoplasia ii, irregular menstruation, excessive menstruation, cervical dysplasia, constipation, ovarian cyst and flu. Concomitant products included: oral contraceptive nos for birth control as well as dextropropoxyphene napsilate; paracetamol (darvocet-n) from (B)(6) 2007 and ibuprofen since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive menstruation/menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), (B)(6) month (B)(6) days after insertion of essure. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infections/infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication -yes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and underwent total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, pelvic pain, heavy menstrual bleeding, vulvovaginal mycotic infection, vaginal haemorrhage, weight increased, abdominal pain, urinary tract infection, bacterial vaginosis and vulvovaginal candidiasis had resolved. And the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, heavy menstrual bleeding, pelvic pain, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 156 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21.8 kg/sqm. Mammogram: on (B)(6) 2008, impression: dense breast. No secondary signs of malignancy noted. Smear cervix: on an unknown date, pap 2010-normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming menorrhagia. Lot number#: 624844, manufacturing date: 2007-07, expiration date: 2009-06. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration to uterine myometrium/migration of essure device location of device: uterine myometrium') and pelvic pain ('pelvic pain/pain') in a 36-year-old female patient who had essure (batch no. 624844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included human papilloma virus infection, bleeding menstrual heavy, hypertrophy of uterus, gravida ii and parity 2. Concurrent conditions included tubal ligation, uterine enlargement, eosinophilia myalgia syndrome, cervical intraepithelial neoplasia ii, irregular menstruation, excessive menstruation, cervical dysplasia, constipation, ovarian cyst and flu. Concomitant products included oral contraceptive nos for birth control as well as dextropropoxyphene napsilate;paracetamol (darvocet-n) from (B)(6) 2007 to (B)(6) 2007 and ibuprofen since (B)(6)2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive menstruation/menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 12 days after insertion of essure. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infections / infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis") and post procedural complication ("post removal complication -yes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and underwent total vaginal hysterectomy). Essure was removed on 28-jul-2010. At the time of the report, the uterine perforation, pelvic pain, heavy menstrual bleeding, vulvovaginal mycotic infection, vaginal haemorrhage, weight increased, abdominal pain, urinary tract infection, bacterial vaginosis and vulvovaginal candidiasis had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, heavy menstrual bleeding, pelvic pain, post procedural complication, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 156lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Mammogram - on (B)(6) 2008: impression: dense breast no secondary signs of malignancy noted.. Smear cervix - on an unknown date: pap 2010-normal.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming - menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-apr-2021: reporter and medical history added from mr we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration to uterine myometrium/migration of essure device location of device: uterine myometrium') and pelvic pain ('pelvic pain/pain') in a 36-year-old female patient who had essure (batch no. 624844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, bleeding menstrual heavy, hypertrophy of uterus, gravida ii and parity 2. Concurrent conditions included tubal ligation, uterine enlargement, eosinophilia myalgia syndrome, cervical intraepithelial neoplasia ii, irregular menstruation, excessive menstruation, cervical dysplasia, constipation, ovarian cyst and flu. Concomitant products included oral contraceptive nos for birth control as well as dextropropoxyphene napsilate;paracetamol (darvocet-n) from (B)(6) 2007 and ibuprofen since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstruation/menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 12 days after insertion of essure. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infections / infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and underwent total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation and pelvic pain had resolved and the menorrhagia, vulvovaginal mycotic infection, vaginal haemorrhage, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 156lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Mammogram - on 06-aug-2008: impression: dense breast no secondary signs of malignancy noted.. Smear cervix - on an unknown date: pap 2010-normal.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming - menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration to uterine myometrium/migration of essure device location of device: uterine myometrium') and pelvic pain ('pelvic pain/pain') in a 36-year-old female patient who had essure (batch no. 624844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, bleeding menstrual heavy, hypertrophy of uterus, multigravida and parity 2. Concurrent conditions included tubal ligation, uterine enlargement, eosinophilia myalgia syndrome, cervical intraepithelial neoplasia I, irregular menstruation, excessive menstruation, cervical dysplasia, constipation, ovarian cyst and flu. Concomitant products included oral contraceptive nos for birth control as well as dextropropoxyphene napsilate;paracetamol (darvocet-n) from 20-nov-2007 to 20-dec-2007 and ibuprofen since 20-nov-2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstruation/menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 12 days after insertion of essure. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infections / infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and underwent total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation and pelvic pain had resolved and the menorrhagia, vulvovaginal mycotic infection, vaginal haemorrhage, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 156lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Mammogram - on 06-aug-2008: impression: dense breast no secondary signs of malignancy noted.. Smear cervix - on an unknown date: pap 2010-normal.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming - menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and mr received: events -"abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, weight gain." Event infection (bladder/ urinary tract/vaginal) type: vaginal clubbed with previous event vaginal yeast infection. Lot number, new reporters and dob, product indication, removal date, medical history, concomitant drugs and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration to uterine myometrium/migration of essure device location of device: uterine myometrium') and pelvic pain ('pelvic pain/pain') in a 36-year-old female patient who had essure (batch no. 624844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included human papilloma virus infection, bleeding menstrual heavy, hypertrophy of uterus, gravida ii and parity 2. Concurrent conditions included tubal ligation, uterine enlargement, eosinophilia myalgia syndrome, cervical intraepithelial neoplasia ii, irregular menstruation, excessive menstruation, cervical dysplasia, constipation, ovarian cyst and flu. Concomitant products included oral contraceptive nos for birth control as well as dextropropoxyphene napsilate;paracetamol (darvocet-n) from (B)(6) 2007 to (B)(6) 2007 and ibuprofen since (B)(6) 2007. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstruation/menorrhagia/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month 12 days after insertion of essure. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vulvovaginal mycotic infection ("yeast infections / infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and underwent total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation and pelvic pain had resolved and the menorrhagia, vulvovaginal mycotic infection, vaginal haemorrhage, depression, anxiety and weight increased outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 156lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Mammogram - on (B)(6) 2008: impression: dense breast no secondary signs of malignancy noted.. Smear cervix - on an unknown date: pap 2010-normal.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming - menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : event added- device monitoring procedure not performed. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration to uterine myometrium") and pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstruation/menorrhagia") and vulvovaginal mycotic infection ("yeast infections"). The patient was treated with surgery (total vaginal hysterectomy and underwent total vaginal hysterectomy). Essure was removed. At the time of the report, the uterine perforation had resolved and the pelvic pain, menorrhagia and vulvovaginal mycotic infection outcome was unknown. The reporter considered menorrhagia, pelvic pain, uterine perforation and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.